Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during distal humerus open reduction internal fixation (orif) the drill bit 2.0mm flutes broke and remained in humerus. The surgeon left the broken drill bit inside the patient and proceeded with the case. There was a surgical delay of one (1) minute. The procedure was successfully completed. Patient outcome included the broken drill flute fragment remaining in patient. This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).